Event description:
It was reported by the pt on (B)(4) that a physician performed a novasure endometrial ablation (exact date unk). The pt reported that weeks later, "her pain after the procedure was worse than labor contractions". She reported to the doctor's office and the physician stated that her pain could be caused by "scar tissue blocking fluid from flowing". The physician performed a dilatation and curettage (d & c) and the pt reported her pain went away.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).